Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the system error 348 alarms which were not reproduced. The alarms were confirmed during a review of the event history log. Evaluation found the device to operate as designed; no corrective action was required.

Event description:
It was reported that a spectrum pump displayed system error 348. Any patient involvement, injury or medical intervention is unknown.